Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burnt c-cover and an e227 scope communication error code. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the e227 error code occurred due to a scope connector malfunction. A root cause for the burnt c-cover could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.